Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to unknown reasons during a revision procedure for the right atrial (ra) lead. The procedure was completed successfully. No additional adverse patient effects reported.